Event description:
It was reported that a shunt occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device with delivery system were used. During the procedure a double curve watchman truseal access system (was) was used after the initial transseptal puncture (tsp). It was determined that the approach to the laa was not ideal and a new tsp would be performed. The second tsp was performed in a thicker portion of the atrial septum and a was anterior curve was used. The closure device was successfully deployed and implanted. After the introducer sheath was withdrawn from the patient near the conclusion of the procedure, an interatrial shunt was noted. A patent foramen ovale closure device was used to negate the shunt. The patient fully recovered and was discharged appropriately.